Event description:
The customer reported that they were trying update this central nurse's station (cns) software when the device failed, and it got stuck on bios screen. No harm or injury was reported. The unit was monitoring bedside monitors (bsm's) at the time. They will be sending this cns for a repair.

Manufacturer narrative:
The customer reported that they were trying update this central nurse's station (cns) software when the device failed, and it got stuck on bios screen. No harm or injury was reported. The unit was monitoring bedside monitors (bsm's) at the time. They will be sending this cns for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: bsm's: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Manufacturer narrative:
Details of complaint: the customer reported that when trying to update the software on the central nurse's station (cns), the device failed, getting stuck at the bios screen. No patient harm was reported. Investigation summary: the reported cns was sent in for evaluation and repair. During the evaluation of the reported device, nihon kohden repair center (nk rc) was able to duplicate the reported issue of the system having been stuck on the bios screen. The hdds of the device were reimaged to resolve the issue. Corruption of the hard drive(s) or the operating system can lead to failures in operation. The most common causes for software corruption are ungraceful exits due to use error or power loss. An improper system shutdown is likely to corrupt files and software while performing operations. There is no evidence of corruption related to the design or manufacturing of the device. It is also likely that the customer may have improperly performed a software update resulting in corruption. A serial number review of the reported device does not reveal additional related complaints.

Event description:
The customer reported that when trying to update the software on the central nurse's station (cns), the device failed, getting stuck at the bios screen. No patient harm or injury was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report g6 type of report h2 if follow up, what type?

Event description:
The customer reported that when trying to update the software on the central nurse's station (cns), the device failed, getting stuck at the bios screen. No patient harm or injury was reported.